Event description:
The customer reported that during reprocessing, the brush could not pass through the scope¿s channel, an unspecified procedure involving an olympus cleaning brush. It is unknown whether it was already broken upon opening. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.